Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 4. The hp stated, the supply bag was empty and the heater bag was full. The technical service representative (tsr) then assisted the hp to check all the supplies for any problems that would cause air to get into the system. The hp stated, the supply line had a lot of air. The tsr explained the alarm indicated a large amount of air had entered the set up and assisted the hp to cycle power to clear alarms to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.